Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff continued to experience pain and complications from the (B)(6) 2012 surgery and as a result underwent another revision surgery on or about (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No specific device information was provided by the attorney. The device was reported as an unknown triathlon knee. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.